Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the conductor link and the floating mass transducer (fmt) were found in the ear canal. The device has been explanted.

Event description:
It was reported that the floating mass transducer (fmt) and the conductor link were found in the ear canal. The device has been explanted.

Manufacturer narrative:
Additional information: based on the limited information received from the field, the floating mass transducer and the conductive link were found to be extruded into the ear canal. Reportedly the device was explanted, however neither further information nor the device have been received.

Event description:
It was reported that the floating mass transducer (fmt) and the conductor link were found in the ear canal. The device has been explanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, as according to the information from the field the device was explanted due to an extrusion of the floating mass transducer and conductive link in the external auditory canal. Further the recipient suffered from otitis externa and cholesteatoma, which might have contributed to the extrusion. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.